Event description:
A malfunction on the pump was reported. There was no reported impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, following which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccur.